Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one catheter. The luer of the third port had become detached from the tube (and was not pictured). The end of the third port showed evidence of adhesive, and the customer stated that the luer was attached when the device was opened. It was reported that the luer adapter detached from the extension tube. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operatively, it appears that there was a weld on the third lumen, which has become broken. The weld part on the third lumen seems to be a fracture point. The catheter was not repaired. Tego was not utilized. There was no luer adapter issue. As a remedial action, the catheter was removed and replaced with a new one. Nothing unusual is observed on the device prior to use. No other defects or damages were found on the product. There were no other products being utilized with the device. No excessive force use on the device. Octenisept was the cleaning agent used on the device. The insertion site was not treated prior to product placement. Blood transfusion was not required due to the event. There was no reported patient injury.